Event description:
The facility representative reported a colleague infusion pump that "overinfused." The drug that was infusing was "morphine". The programmed rate was supposed to be 10ml/hr. The actual rate infused is unknown. The reported condition occurred during patient use.

Manufacturer narrative:
The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or in any additional details become available.